Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was reprogrammed and stated "they added something. They turned something on inside my pacemaker. They said I may like it and I may not. And it's been feeling weird." The device remains in use. No further patient complications have been reported as a result of this event.